Event description:
Reporter called vince aceret (dornier medtech america, inc.) To have one of dornier medtech american's engineers come and look at the compact delta being used on a lithotripsy route in michigan. It was later found out that one of the patients treated in 2008 suffered complications as a result of the lithotripsy treatment and later died as a result of the complications.

Manufacturer narrative:
The device was checked by two of our service engineers who found that the machine was operating with manufacturers specifications. We are working with the site to determine that protocol was used to treat the pt.